Event description:
It was reported that during a fistulaplasty treatment procedure the distal markerband was missing. The fistula was located in an unspecified vessel in the arm. The physician advanced the blue max 20 balloon catheter using fluoroscopy and noted that the distal markerband was not present on the device. The physician believes that the markerband was never on the device and is confident it did not detach inside the patient. The blue max balloon was never inflated. The physician removed the device and completed the procedure with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed a severe kink 190mm distal to the strain relief. The balloon was folded but not wrapped around the shaft and traces of clear liquid were present inside the balloon. A microscopic examination of the balloon revealed that the distal ro markerband was missing and the proximal ro markerband was swaged in the correct location. The balloon was removed to determine if the distal ro markerband had once been swaged in the intended location, however, no evidence of this was noted. The proximal markerband was examined and found to be located in the intended position. The shaft distal to the distal edge of the proximal markerband was cut and the proximal markerband was examined and it was confirmed that only the proximal markerband was in place. The distal markerband was not found on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing related. (B)(4).

Event description:
It was reported that during a fistulaplasty treatment procedure the distal markerband was missing. The fistula was located in an unspecified vessel in the arm. The physician advanced the blue max 20 balloon catheter using fluoroscopy and noted that the distal markerband was not present on the device. The physician believes that the markerband was never on the device and is confident it did not detach inside the patient. The blue max balloon was never inflated. The physician removed the device and completed the procedure with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).